Event description:
Additional information was received from the healthcare provider (hcp). When asked if the cause of the patient feeling stimulation in their diaphragm determined, the hcp stated the patient had their paddle scs implanted at another institution; it was likely too high in the thoracic spine. The hcp reported the patient was not using the scs at this time. No other actions taken; possible re-trial vs removal vs no action was discussed in the past.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). Rep reports that the implantable neurostimulator (ins) battery is dead and has not been turned on for "like 4 years". Rep is unsure why patient (pt) has not been using/recharging ins. Rep inquiring if the spinal cord stimulator (scs) is full body conditional. Technical services suspects over discharge. Additional information was received from a health care provider (hcp). Hcp was told by pt that pt hasn't used their scs system in 4 yrs. The pt did meet once with someone from the manufacturer about 4 years ago to help the pt with charging their scs system up but since that the pt has not used their scs system. Technical services reviewed using MRI eligibility form.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was patient stated the device never worked properly and never stimulated the right thing. Patient said it always stimulated their diaphragm and the surgeon that did the surgery blamed it on the programming. Patient stated they tried some sensory programs and that didn't help. Pt states no matter what they tried was always in diaphragm. Patient mentioned they saw the manufacturer representative (rep) to try to get the issue resolved. Patientalso mentioned they moved,  and found a different pain management doctor who toyed with the idea of removing the system and putting in a brand new system and moving the electrode and doing all sorts of things so it took a while to figure out what to do. They decided to add a piece of the lead to a newer system to see if they could get the stimulation out of the diaphragm.  The patient was redirected to their healthcare provider to further address the issue.